Manufacturer narrative:
Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hex edges on the tip of the driver have deformation damage. A functional test was performed with a screw (pn 07.02000.074 lot t09174) and found the driver was unable to engage with the screw head. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the blue plastic stop inside a driver is broken into 2 pieces preventing the sleeve from sliding all the way down to engage with the tulip of the screw. It was found during a routine inspection so the patient and surgical information is unknown. Device inspection by the manufacturer found that the tip of the driver is deformed.